Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2018, the patient experienced ongoing pain and laxity. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a lgn ps high flex xlpe sz 5-6 11 mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the limited available information, the clinical root cause of this patient¿s reactions cannot be definitively determined, nor could it be concluded that the effects are related to a mal performance of the components. According to the sales rep, during the revision, the surgeon exchanged the lgn ps high flex xlpe sz 5-6 11mm for a size 5-6 13mm legion poly. The impact to the patient beyond the reported anterior pain, laxity and the reported revision cannot be confirmed nor concluded since the patient¿s current health status is unknown. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.